Event description:
On (B)(6) 2011, this pt presented at the hosp with a complaint of sudden onset of facial and bilateral arm swelling. According to the pt, her face is significantly edematous and she described it as bloated. Her family physician informed her that it might be due to some sort of allergy. The pt denied fever and no new medications recently and no adverse sepsis contact. Physician notes that the pt has a past med history with med noncompliance and has been on dialysis due to diabetes since (B)(6) 2011. The pt was treated and sent home with no medications. Pt went home and took sudafed and noticed improvement without further intervention.

Manufacturer narrative:
Based on 1925 pages of med records info it appears that on (B)(6) 2011 this pt presented at the hosp with a complaint of sudden onset of facial and bilateral arm swelling. According to the pt, her face is significantly edematous and she described it as bloated. Her family physician informed her that it might be due to some sort of allergy. The pt denied fever and no new medications recently and no adverse sepsis contact. Physician notes that the pt has a past medical history with med noncompliance and has been on dialysis due to diabetes since (B)(6)2011. The pt was treated and sent home with no medications. Pt went home and took sudafed and noticed improvement without further intervention. There is no documentation in the med record that shows a causal relationship between the pt's dialysis treatment or products and the pt's edema. A supplemental report will be submitted upon completion of the plant's investigation.